Event description:
The user received questionable high bicarbonate liquid (c02-l) results on the analytical d module for multiple patient samples starting (B)(6) 2010. The user said they were repeating patient samples that failed delta check as not matching previous co2-l results for these patients and also noted high anion gaps. The actual number of patient samples involved in the event is unknown. The user only provided results for 13 patient samples which occurred on (B)(6) 2010. Six patient samples gave discrepant results. The patient samples were repeated on a vitros analyzer. Patient sample 1, the initial result was 39.5 mmol/l; the repeat result was 27.0 mmol/l. Patient sample 2, the initial result was 34.7 mmol/l; the repeat result was 26.0 mmol/l. Patient sample 3, the initial result was 39.8 mmol/l; the repeat result was 22.0 mmol/l. Patient sample 4, the initial result was 34.5 mmol/l; the repeat result was 24.0 mmol/l. Patient sample 5, the initial result was 31.0 mmol/l; the repeat result was 16.0 mmol/l. Patient sample 6, the initial result was 26.8 mmol/l; the repeat result was 17.0 mmol/l. It is unknown which initial co2-l results were reported outside the laboratory for these patient samples. The user said there were a couple of patient results that were corrected and the doctors were called. The user said the patients were not affected because the results were corrected immediately and no treatment was given. The reagent lot number for co2-l was 62381501. The field service representative determined the cause was faulty multi- switch valves. He replaced the valves and performed cleaning maintenance. Performance tests were run successfully.